Event description:
It was reported double lumen used. The drug from lumen (1) is flowing back into lumen (2). Saline flush can be passed through both routes without resistance, blood backflow is not possible. There is no spontaneous dripping and no infusion pump can be used, although the routes were reconnected. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of interluminal leaking is inconclusive due to the state of the returned catheter. One 5 fr d/l powerpicc was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned catheter. The catheter was returned cut just distal of the 7 cm depth marker. The distal section of the catheter was returned from just distal of the 7 cm depth marker to the 42 cm depth marker. A functional test of attempting to pressurize the returned proximal catheter segment with water using a 12 ml syringe through each lumen revealed no obvious leaks from one lumen to the other. An attempt to pressurize each lumen of the returned distal fragment of catheter with water using a 12 ml syringe and a catheter connector was unsuccessful in revealing any interluminal leak as the distal catheter fragment was not attached to the original luers causing difficulty isolating each lumen. The complaint of interluminal leaking is inconclusive because the distal portion of the returned catheter was removed from its original luers. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported double lumen used. The drug from lumen (1) is flowing back into lumen (2). Saline flush can be passed through both routes without resistance, blood backflow is not possible. There is no spontaneous dripping and no infusion pump can be used, although the routes were reconnected. No other information was provided.